Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for migration and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately eleven years two months post filter deployment, the patient allegedly had a CT scan that showed that the filter had migrated, tilted, and embedded. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that approximately eleven years two months post filter deployment, the patient allegedly had a CT scan that showed that the filter had migrated, tilted, and embedded. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and migrated entirely to heart. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced abdominal pain; however, the status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records included images .the image review was documented in the medical records. Two days later, CT scan revealed that the 2 spokes of the ivc filter protruding into the small veins entering the ivc. 11 years followed by, it was observed that the filter was tilted 5° anteriorly and 9° towards the right. Also, it was observed that the filter legs had penetrated through the ivc wall into the pericaval/mesenteric fat. Therefore, the investigation is confirmed for filter limb perforation of the ivc wall. However, the investigation is inconclusive for filter migration and the investigation is unconfirmed for filter tilt as the filter was tilted 5° anteriorly and 9° towards the right. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2009).

Event description:
It was reported through the litigation process that approximately eleven years two months post filter deployment, the patient allegedly had a CT scan that showed that the filter had migrated, tilted, and embedded. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, perforated the ivc wall and migrated entirely to heart. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced abdominal pain; however, the status of the patient is unknown.